Event description:
On 9/23/85 an aus device was implanted. On 8/9/85 a connector was revised. On 12/8/96 the balloon and pump were revised and a tandem cuff was added. The existing cuff was plugged off at this time. On 9/17/96 the existing 7.0 cuff was plugged earlier is unplugged and reconnecting at this time.